Event description:
Customer called on (B)(6) 2011 reporting that they had observed 2-3ml of dried liquid containing blood under the beckman coulter coulter lh 750 hematology analyzer and the retic background results were high. Customer noted that they had cleaned the shear valve when they noticed the dried liquid with blood under the instrument. Customer stated that there was no impact to patient results and no injury was attributed to this event. Customer was wearing proper personal protective equipment at the time of the event and no exposure was reported. Field service engineer (fse) was dispatched and found the leak coming from the tubing to vl95/98 (retic clearing solution) which had disconnected from the fitting completing the clearing solution pathway. Fse noted that the fluid was orange/red tinted because it contained rust from the bottom of the instrument rather than blood. Fse proceeded to replace several pieces of tubing in the retic pathway to address retic flags.

Manufacturer narrative:
Bec identifier for this report is (B)(4).